Event description:
A biomedical technician contacted customer support reporting a blood leak during a hemodialysis (hd) treatment. In a follow up, the clinic manager clarified that the blood leak alarm occurred about 10 minutes after starting the hd treatment. The leak was an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood test strips were used and tested positive for the presence of blood. The leak was not visually seen. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was indicated as very small. There was no patient injury, adverse events or medical intervention required as a result of this event. The treatment was completed the same day with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. There is no recall associated with this complaint. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomedical technician contacted customer support reporting a blood leak during a hemodialysis (hd) treatment. In a follow up, the clinic manager clarified that the blood leak alarm occurred about 10 minutes after starting the hd treatment. The leak was an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood test strips were used and tested positive for the presence of blood. The leak was not visually seen. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was indicated as very small. There was no patient injury, adverse events or medical intervention required as a result of this event. The treatment was completed the same day with new supplies. The device is available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. The sample was subjected to a bubble point test. A leak was detected at approximately 290°, with the dialysate ports situated at 0°, on the cavity ID end. The dialyzer was then subjected to destructive disassembly for further visual examination. Upon extraction of the fiber bundle, a potted fiber fragment was identified at the leak location on the cavity ID end. The fiber fragment was positioned diagonally beneath the pu (polyurethane) with approximately 2.03mm in length above the pu. An opposing end was not identified. There was no other damage or irregularities noted. A review of the production record was performed. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The investigation into the complaint was able to confirm the reported event. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A biomedical technician contacted customer support reporting a blood leak during a hemodialysis (hd) treatment. In a follow up, the clinic manager clarified that the blood leak alarm occurred about 10 minutes after starting the hd treatment. The leak was an internal blood leak. The machine, a fresenius 2008t machine, alarmed appropriately with a blood leak alarm. Blood test strips were used and tested positive for the presence of blood. The leak was not visually seen. Fresenius bloodlines were used. There was no damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) was indicated as very small. There was no patient injury, adverse events or medical intervention required as a result of this event. The treatment was completed the same day with new supplies. The device is available to be returned to the manufacturer for evaluation.